Event description:
It was reported that the home patient (hp) was unable to see iodine passing through the patient line after a minicap was connected to it. The hp felt that she should be able to see iodine pass through the line. The minicap had not been checked prior to use for iodine presence. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents for lot number gd894162 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.